Event description:
It was reported that the male luer lock of a clearlink system solution set was separated from the tubing. This was observed while priming the set prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the issue was observed during priming with a propofol bottle. There was no loose connector found in the packaging when opened for use (it was missing). H10: the device was received for evaluation. A visual inspection was done which observed that the returned sample was primed with unknown solution and the tail end sub-assembly was observed missing from the set. An under water pressure test was performed with no leaks noted in the other (remaining) parts of the set. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.